Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There were no anomalies found. (B)(4).

Event description:
It was reported that the physician was concerned about the patient's implantable cardioverter defibrillator (ICD)nd the early depletion of the life of the device. The left ventricular (lv) outputs were reprogrammed in order to extend the life of the device. The device remains in use. No patient complications have been reported as a result of this event.